Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to unspecified reasons. A new aus device consisting of a 4.0cm cuff, 61-70 cm h2o balloon and pump, was implanted. It was further reported that the device was explanted because the "pump wouldn't activate." There was no fluid in the system. It was also further reported that there was a hole in the balloon. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device analysis: malfunction was reported. The ams800 device was visually inspected and functionally tested. There was a leak in the balloon shell at the adapter junction due to fatigue. The balloon was not functionally tested due to the leak. The cuff and control pump performed within specifications. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to unspecified reasons. A new aus device consisting of a 4.0cm cuff, 61-70 cm h2o balloon and pump, was implanted. It was further reported that the device was explanted because the "pump wouldn't activate." There was no fluid in the system. It was also further reported that there was a hole in the balloon. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.